Event description:
It was reported that the device had a long charge time and low battery voltage. The device was inactive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of eri in save to disk on (B)(6) 2011, device eri<=2.61 volt. Weekly battery voltage log data shows min bat=2.62 to 2.59 volts minimum between (B)(6) 2011 and (B)(6) 2011. One - patient alert for low battery voltage on (B)(6) 2011 02:15:00. Charge time - charge circuit problem (tachy). One - patient alert for charge circuit timeout on (B)(6) 2011 02:42:56. One - patient alert for excessive charge time on (B)(6) 2011 02:42:20. Programmer data s2d (B)(4) shows device reached eol on (B)(6) 2011, with charge time = 21.11 sec, device eol at > 16 sec.